Manufacturer narrative:
Device is a combination product. A promus element, mr, ous 2.75 x 38 mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent od (outer diameter) was measured within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks and a break 80mm distal to the distal end of the strain relief. A visual examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 26-aug-2019. It was reported that crossing difficulties were encountered. Vascular access was obtained via the radial artery. The target lesion was located in the severely tortuous and mildly calcified distal right coronary artery. A 2.75x38mm promus element drug eluting stent was advance but could not cross the lesion after multiple attempts. The procedure was completed with another device and the patient status was stable. However, returned device analysis revealed stent damage.